Event description:
It was reported that pump displayed malfunction alarm and customer contacted support after confirming no unusual events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump malfunction code, planned to load new cartridge and resume insulin delivery, and was advised to continue using pump and call back if malfunction occurred again, which had not recurred after the reset.